Event description:
Carer was standing on the (B)(6) without the brakes on. When the carer leaned forward, the (B)(6) tipped over with the carer. A colleague was standing behind the device to close the seat supports, and tilting of the device hurt her right leg when hitting on the foot of the (B)(6). The carer had hematoma on her left chest and pain on her ribs, she saw a doctor to have pain medication but was not hospitalized. The other carer had a hematoma and small wound on her left leg for which none treatment was reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjo huntleigh, inc ((B)(4)) on behalf of the MFR arjo huntleigh magog inc, (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.